Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 1400 mg/dl at the time of the event. Prior to the event, the customer had been hospitalized due to kidney failure. The customer stated that she believes the insulin pump caused the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.